Event description:
It was reported that the footswitch stopped in the middle of case. No back up device was available. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned device noted that the footswitch is extremely corroded around foot pedals and bottom of unit. Complaint of functional failure was confirmed. Footswitch failed functional testing with ¿footswitch error¿ immediately when footswitch is connected to the test control unit. All functions dead after error message appears. Cause of errors is a defective electronic component on main pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.